Manufacturer narrative:
The reported issue was confirmed based on the information provided; however, no sample was returned for evaluation and no lot number was available to perform a device history record review. A process review identified no abnormalities or deviations in manufacturing that could account for the failure. The reported condition may be associated with factors unrelated to manufacturing, including device use, maintenance, or handling, and therefore a definitive root cause could not be established. All information reasonably known as of 07 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 23 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patients. This is the second of two reports. Refer to 9611594-2025-00331 for the first report it was reported, ¿clogging and a leak at the connector when attempting to flush.¿ the enfit connection leaked. It occurred at home and at the hospital¿s outpatient infusion center. The tube was replaced without issue and patient was discharged home.